Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis event. Treatment for the event, patient outcome, and action taken with therapy were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Event date and therapy dates: the exact dates were not reported; however, the approximate date of event was reported as four months prior to (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.